Manufacturer narrative:
It was reported during use the cardiosave intra aortic balloon pump (iabp) had unable to charge batteries informational message. Patient involved and no harm reported. (B)(6), a cvicu rn, called requesting assistance for an unable to charge batteries informational message. She troubleshot this message by switching to multiple red outlets within the patient¿s room. (B)(6) verified the cardiosave was in hybrid mode, and reported the cardiosave was using battery #2 (battery #1 was depleted). Recommended switching to another cardiosave hybrid. Reviewed steps with (B)(6) on how to switch. Provided her contact information and asked her to call back should she need any assistance with switching to another cardiosave pump or should she need any additional troubleshooting assistance. Requested (B)(6) to send the pump to biomed and place a note that states the informational message. (B)(6) appreciated the support provided and had no other questions. In future if we receive any repair information will reopen and update the investigation.

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using cardiosave hybrid, type b plug intra aortic balloon (iab) was unable to charge batteries. No harm or injury to the patient was reported.

Manufacturer narrative:
Additional initial reporter name:(B)(6) and telephone: (B)(6). Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(component codes).